Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump housing was damaged resulting in the insides of the pump being exposed. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 148 mg/dl. No additional patient or event information was available.